Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing during basal delivery. Tandem technical support assisted customer with priming the air out of tubing. Customer's blood glucose was 142 mg/dl.